Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaz0439 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the facility, via the sales rep, that they had a midline with a jagged wire, it was identified before they attempted to place it. On 07/17/17 additional information received from facility: the nurse stated that she could describe that the wire tip was bent in almost a 90 degree "jagged" angle.